Manufacturer narrative:
The intraocular lens was not explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported to that the intraocular lens (iol) had marks on it. The iol was implanted. The patient appears to see very well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for evaluation. Images of the lens were requested but not available. The reported complaint was not verified. Manufacturing records review: the manufacturing record evaluation and the historical complaint review could not be performed since serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.